Event description:
While deploying a luminexx stent in the left axilla/sublcavian vein, the stent advanced itself while no one was touching the stent apparatus. No injury to pt.

Manufacturer narrative:
The device history record was reviewed with special attn to the mfg and qc records. This lot met all release criteria. The sample was not returned for eval, as it remains implanted. This application represents an off label use for this device. This device is not indicated for use in the venous system. The IFU states: the bard luminexx biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms. The results of this investigation are inconclusive.